Manufacturer narrative:
The pump was returned to the manufacturer for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via log file analysis which revealed an increase in power consumption and multiple high watt alarms. Analysis of the device revealed that the device failed to meet specifications; the device passed functional testing but failed visual examination due to scratches on the inferior surface of the impeller and lower housing ceramic surface. Pathological examination revealed materials consistent with thrombus. The device was related to the reported event; however, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the high power event is thrombus formation or ingestion within the device. Patient, procedural and pharmacological factors appear to have contributed to the reported events with no indication of any device performance issues. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that a patient who was in cicu since initial implant experienced high watts on the controller; this lead the team to for suspect pump thrombus. Prior to pump exchange, data log-files and waveforms were sent into the manufacturer which demonstrated a sharp increase in power to a peak of 7.6watts and flows >10lpm. The pump was exchanged. It was reported that during the exchange procedure, there was no obvious thrombus on inspection of the outflow graft; however, there was clot extending behind the pectoral muscle down to the nipple line from a slow bleed on the suture line. The patient is still recovering in cicu. It was reported that the pump will be returned; however, it has not been received for evaluation as of the date of transmission of this report.

Manufacturer narrative:
Additional information from the study database indicated a causative factor of the device malfunction was sub therapeutic anticoagulation.

Manufacturer narrative:
It was reported that the pump will be returned; however, it has not been received for evaluation as of the date of transmission of this report. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of- hospital settings. According to the IFU, high watts alarms, are an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump, which are known potential complications associated with all patients implanted with vads as outined in the labeling. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). (B)(4). Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed.